Event description:
During an esophageal gastroscopy, the physician used a six shooter saeed multi-band ligator. During use, some of the bands slipped off the barrel. The procedure was completed using the bands remaining on the barrel. A foreign object did not have to be retrieved from the pt. No add'l medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: our eval of the returned device confirmed that all of the bands have been previously deployed from the ligator barrel. We were unable to perform a functional eval relating to band deployment because the ligator bands and trigger cord were not included in the return. The ligator handle was returned in the firing position. During our eval, the ligator handle was inspected and found to be acceptable. A discrepancy or anomaly that could have contributed to the reported observation of premature band deployment was not observed during our analysis of the returned. Ligator. After a review of the device history record for this lot number, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of occurrence is rare. Conclusion: a definitive cause for this observation was unable to be determined because the actual use conditions could not be duplicated in the lab setting. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our eval. However, we can provide the following comments: the instructions for use instruct the user to deploy the band by rotating the handle clockwise until band release is felt, indicating deployment. Rotating the handle in a rapid fashion could have caused misfiring or premature deployment of the bands. Premature band deployment can also occur if the handle does not remain in the two-way position until ready for band deployment. The instructions for use instruct the user to keep the handle in the two-way position before and during introduction of the endoscope. After the endoscope is in place, the user is then instructed to place the handle in the firing position. During the procedure, endoscopic suction is applied to the handle site to properly place a ligator band. Premature band deployment can also occur if the handle is rotated before maintaining suction on the banding site. The instructions for use advise the user to maintain suction while deploying the band. The instructions for use advise the user that removal of the endoscope and attachment of another ligator may be required if more bands are needed. Prior to distribution, all saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met mfg requirements prior to shipment. Corrective action: no corrective action warranted at this time. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.